Event description:
During a left subclavian vein angioplasty a "pop" was heard while inflation the balloon on a boston scientific udt/7-4/5/75 catheter. Upon removal of the catheter, no balloon sheath covering was noted. No treatment of the pt other than routing post catheterization care was given at this time.